Event description:
Eight screws holding the ecs mounting plate to the c-arm gear main axis were found partially loosened during a pm by the user facility engineer. No pt's were involved and no injuries were reported.